Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medical ag received the following event description summary: it was reported that a ventilation incident occurred due to the flow sensor tubes being connected in reverse at the side inlets of the ventilator (blue and white tubes swapped). As a result, the two-year-old patient could not be ventilated adequately and a rapid increase in co2 was observed. Manual ventilation was initiated until the incorrect tube connection was identified. The ventilator displayed the alarm message ¿turn flow sensor.¿ the integrated flow sensor in the breathing circuit could not be reversed due to its design. The leak test and flow sensor check had been performed prior to use and both tests were reported as passed; the swapped tube connection at the device inlets was not detected during these checks. The misconnection was identified only after the event. No information regarding the device serial number or software version was available at the time of reporting. No harm of the patient, user or third party was reported. The investigation to verify the allegation is still in progress.